Manufacturer narrative:
A visual examination revealed that the working length was split/torn near the bond joint. A functional evaluation could not be completed due to a large amount of residue present. The guidewire was sticking inside the working length of the device and did not have a smooth insertion or removal due to this residue. The condition of the split/torn working length is likely due to the procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a pre-curved rx ercp cannula was used during a procedure to remove caculi from the common bile duct. According to the complainant, during th procedure the physician attempted to withdraw the cannula, however, the guidewire came with it. The guidewire and the cannula were stuck together. The cannula and guidewire were removed together. The procedure was completed with another pre-curved rx ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; working length split.